Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing during atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that ra lead undersensing was occurring on stored electrograms (egm) and presenting electrograms (egm).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.